Manufacturer narrative:
The investigation determined that the sipper nozzle was clogged. The investigation determined the issue was due to pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device.

Event description:
There was an allegation of questionable sodium electrode and chloride electrode results from the cobas 8000 ise 900 module for one patient. The initial sodium result was 155.2 mmol/l, and the repeat result was 172.6 mmol/l. The initial chloride result was 93.4 mmol/l, and the repeat result was 78 mmol/l. The questionable result was not released outside of the laboratory because the initial results did not align with the patient's clinical diagnosis.

Manufacturer narrative:
The serial numbers for the sodium electrode and chloride electrode were not provided. The investigation is ongoing.